Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The severely calcified and 90% stenosed lesion was located in the left anterior descending (lad) coronary artery. The maverick2 monorail was being used after a rotablator device. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".